Event description:
It was reported that handpiece began leaking oil during a surgical procedure in the operating room. The substance did not come into contact with the pt, and the procedure was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.